Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit could not be determined. It is possible that the charge coupled device unit failure was caused by water flooding from the cut on the cable. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; no image occurred due to a problem with the charge-coupled device. The device also failed the leak test and the power cable was kinked and cut. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation

Event description:
The customer reported the camera head did not relay an image. The issue was identified during preparation prior to use for an unspecified diagnostic procedure. The scheduled patient procedure was completed with a similar device. No adverse effects to patient reported.